Event description:
Device was used at home to relieve pain and manage longterm pain. It was also used as treatment in the mgmt of post surgical acute pain. Device was applied to pt's back muscle. The wires in the device were faulty due to a bad connection and the device gave off more shocks than expected which resulted in pt's experiencing pain, acute discomfort and rash. Device came with a handbook that stated it was not to be used on pts with heart disease. Pt states he does not have heart disease. Pt never reported incident to his md, but he sent the device for the sixth time to the MFR.